Manufacturer narrative:
Healthcare facility - (B)(6).

Manufacturer narrative:
Integra has completed their internal investigation on september 12, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the coating of distal wire is completely removed for about 8 mm. There is no burnt remaining part of coating. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the most probable cause of this defect is the use of a too important voltage which damage the coating and then an abrasive cleaning.

Event description:
It was reported that the blue coating/insulation of the monopolar manhes burned at the tip during its extraction. The product was in contact with the patient, no patient injury reported, and the event lead to one-hour surgical delay. Additional information was requested and the following was received on (B)(6) 2016: one-hour surgical delay is considered a significant increase in relation to the surgery time. The procedure was completed with a replacement device.